Event description:
This letter serves to inform the agency of a complaint received by ge healthcare on march 3, 2017 against a medical device that is not manufactured, distributed, or imported by ge healthcare. The customer states a patient experienced a burn to the left first digit finger in the same location as an spo2 sensor. The customer identified the pulse oximetry sensor as a recycled stryker model max a probe, lot#4981173. The area of concern was described as a circular, white discoloration to the anterior tip of the left first digit measuring approximately 5mm. It is unknown if medical treatment was required related to this event. The ge healthcare manufactured device to which the pulse oximetry sensor was attached was tested and no issues were found; there is no indication of a ge healthcare device malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).